Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: aug 23, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to a broken olecranon plate and nonunion. The patient initially underwent surgery on (B)(6) 2016 for an open reduction internal fixation (orif) of a left ulna monteggia fracture. The surgeon at that time chose to plate only the ulna with an olecranon plate, three 3.5mm cortex screws, one 3.5mm locking screw and four 2.7mm variable angle screws. An x-ray on an unknown date revealed a broken plate and nonunion. The plate was broken into two pieces at the midline of the nonunion site of the fracture. The patient underwent a revision surgery on (B)(6) 2016. The broken plate was easily removed along with the 8 screws which were all intact. The radial head was used as a bone graft for the nonunion and the hardware was replaced with one plate and unknown number of screws, along with the synthes radial head prosthesis system. The surgery was successfully completed without delay and the patient condition postoperatively was reported as stable. Concomitant medical products: 3.5mm cortex screws (part #unknown, lot #unknown, quantity 3); 3.5mm locking screws (part #unknown, lot #unknown, quantity 1); 2.7mm variable angle screws (part #unknown, lot #unknown, quantity 4). This report is 1 of 1 for (B)(4).